Manufacturer narrative:
Other applicable components are:product ID 3889-28, lot# va21u1b, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The rep was calling during a lead revision due to the patient fall that had been previously reported. It was mentioned that there was stimulation down the leg and changing programs did not help. Additional information was received from the patient. They were asked to clarify how the fall affected the device. They stated they weren't having to cath 2x per day until the fall, then they were having to cath all the time. They noted a lead replacement was planned, but had not occurred so the loss of stimulation after the fall had not been resolved.

Manufacturer narrative:
See also manufacturer¿s report # 3004209178-2019-22660 for the patient¿s other device issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that change in the patient¿s stimulation was the result of them falling out of bed. It was noted that the implanted device was working beautifully for the first several days after implant, then they had the fall out of bed and felt the stimulation in their outer butt cheek and leg area. The device stopped giving them results they had before the fall. There were no further complications reported or anticipated. [Omitted information related to (B)(4): <(><<)>50 ohms intra-op].

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a fall the morning of the report and they were no longer feeling stimulation. The patient called their healthcare provider who told them to change the program. When the patient tried to make any changes it said ¿device not responding.¿ the patient closed the app and restarted on the call and it connected to the handset, and would connect to the ins initially, but it would not allow the patient to make a change. It continually said ¿device not responding.¿ the patient was sent a replacement communicator and were advised to follow up with their healthcare provider. No further complications were reported.

Manufacturer narrative:
Product ID: 3889-28, lot# va21u1b, implanted: (B)(6) 2019, product type: lead; product ID: tm90g0, serial# ()(4), product type: accessory; patient code (B)(4)applies to interstim (serial#(B)(4)) only. Device code (B)(4) applies to lead (lot# va21u1b) only. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) who was wondering if the patient was eligible for an MRI of the cervical and thoracic spine. The caller noted the lead was removed by the managing hcp and the ins is still implanted. The caller added that the lead was removed so they could be eligible for MRI scans, but there was a question of lead migration. The caller didn't have additional information about this possible event, but noted it might have been seen on an x-ray. Caller then said the patient had "neurological symptoms" that led to a neurology consult, was unable to verify if these symptoms were related to the device/therapy, and isn't sure when these symptoms began. On december 23, a rep said the lead was not returned and the change in stimulation was a result of the patient falling out of bed. They noted the ins was working wonderfully for the first several days of having it implanted, but then they fell and started to feel stimulation in their outer butt cheek and lead area. The rep also noted the device stopped giving them the results they had prior to falling. No further patient complications have been reported as a result of this event.